Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was obtained: did the knife return automatically? Was the powered knife return used or manual lever? Need to use the reverse button for the knife return. How was the issue addressed immediately intraoperatively? Manual anastomosis and to suture the cut tissues. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color/product code of reload was used? Did the device cut the full 60mm? Did the device staple at all? If so, how far and were there staples on both sides of cut line? Did the knife return automatically? Are any photos or video available? Was the post-operative leak at the same site where difficulties were experienced intraoperatively? Please provide a timeline of events? Were there any issues noted post-operative? Was the post-operative care of patient altered? If so, please provide details. What is the current patient status?

Event description:
It was reported that during a gastric anastomosis, the device had cut but without stapling the stomach and the small intestine at the same time. The auditive feedback was non-compliance at the passage of the knife with the use of the manual reverse button to get the jaws back. Delay of 1 hour in order to perform a manual anastomosis and to suture the cut tissues. Patient consequences: post-op functional issue with pains. Recovery of the patient 2 days after the procedure (on (B)(6) 2020). A sealing test was performed: a leakage was observed on the stapling line at the upper level of the gastric sack. Manual suture and "blue" test.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/15/2020. D4: batch # r5aa3t. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.